Manufacturer narrative:
This MDR was initially reported on 11/16/2025 under the incorrect manufacturing site. The MDR number was 9710602-2025-03865. This MDR is being filed to correct the manufacturing site. A supplemental MDR #1 will be filed under 9710602-2025-03865 to note the correction. The customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in power failure during pre-use checkout. There was no patient involvement.